Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2013-00358/00359).

Event description:
Patient reported to have undergone a total knee arthroplasty on (B)(6) 2008. Subsequently, the patient alleged that a revision procedure was performed on (B)(6) 2012 due to embolisms and pain. A review of invoice history confirmed both surgery dates. Additional information received in revision operative notes indicate tibia loosening and the presence of a cyst. Operative notes from the revision procedure also confirm the tibial components were removed and replaced.